Manufacturer narrative:
This complaint is related to MDR # 1828100-2015-00519 and MDR # 1828100-2015-00520. Per the ccp, the ph was again high and the pco2 was low, but based on previous two cases, they elected to not reduce the gas flow. When they did the first in-vivo calibration the laboratory analyzed values were normal. After the in-vivo calibration, the values were still off, but not as much. The unit was taken out of service. Per email received from the ccp on 06/11/2015, "I just want to let you know that the bpm worked beautifully! There will be no need to replace the unit."

Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the ph was high and the partial pressure of carbon dioxide (pco2) was low on the blood parameter monitor (bpm). As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the pt. Per the clinical review on 06/05/2015: in this case they experienced higher than expected ph values and lower than expected pco2 values when using the bpm. When comparing the bpm to the I-stat (during first in-vivo calibration), the I-stat values were within normal levels. (I.e. Ph was 7.41 and the pco2 was 44 mmhg). The perfusionist (ccp) stated they did the gas calibration (calibrator 540) prior to use. According to the ccp, the pt was treated with these bpm values (e.g gas flow was changed to the oxygenator). In the previous two cases, gas flows were reduced prior to the in-vivo calibration in order to correct the bpm measured high ph and low pco2 values. Even after the first in-vivo calibration, according to the ccp, the bpm ph level was higher than the I-stat measure and the pco2 measure of the bpm was lower than the I-stat. After the third straight case, the bpm unit was taken out of service. Clinical services reviewed info from an email provided by the ccp. After the conversation with the ccp, clinical services noticed the bpm was in the @ mode and thus the bpm values were provided at the current temperature of blood in the shunt sensor (ie. 23.6 degrees celsius). The I-stat was in the 37 degrees celsius measurement mode and this difference in modes of temperature of the two devices would result in higher ph / lower pco2 measures of the bpm as compared to the I-stat. After clinical services discovered this info, in the email, clinical services called the ccp back and discussed this info with her. Ccp stated they traditionally use the bpm in the 37 degrees celsius mode and evidentially the monitor was placed in the @ temperature mode accidentally. The case was completed successfully, without delay and without associated blood loss. There was no harm observed.

Manufacturer narrative:
(B)(4). -use of incorrect control settings. The reported complaint was confirmed. No additional action will be taken at this time.